Manufacturer narrative:
Pump received with end cap cracked and broken off, cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. Unable to perform the displacement test due to physical damage to the pump.

Event description:
The customer reported via phone call that the insulin pump was dropped and the drive support cap came off and the plastic around the drive support cap is missing. The customer's blood glucose reading was 180 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.